Event description:
It was reported that the patient had the system explanted due to a (B)(6) infection in (B)(6) 2010. The patient stated that a new device was implanted on the other side of her body once it was healed. Manufacturer records show the patient had two devices implanted at the time and it was unknown which one had the infection, so reference manufacturer report #3007566237-2013-02785.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), product type implantable neurostimulator product ID neu_unknown_lead, lot# unknown, product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).